Manufacturer narrative:
(B)(4). Batch # n53v9f. Additional information was requested and the following was obtained: event date: it should have been 2016. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify the event date ((B)(6) 2015)?

Event description:
It was reported that during a laparoscopic appendectomy procedure, the staples not fully formed. Area was sutured to complete the procedure. There were no adverse consequences for the patient.